Manufacturer narrative:
(B)(4). The patient reported they were discharged from the hospital seventy-six days after onset of the peritonitis event. At the time of this report the patient remains on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during automated peritoneal dialysis (apd) therapy, which resulted in peritonitis, sepsis and a yeast infection in the abdomen. The breach in aseptic technique was not further specified as the patient did something wrong when setting up the therapy. The peritonitis was manifested by cloudy effluent and vomiting. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. It was reported that the patient was discharged fourteen days later and was presumed to be recovered from the peritonitis event. Seventeen days after discharge from the hospital, the patient was admitted into the intensive care unit and was diagnosed with sepsis. The cause of the sepsis event was reported to be due to the patient not fully recovered from the peritonitis event. Treatment for the sepsis event was not reported. It was reported that the patient also experienced a yeast infection in the abdomen and was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. It was reported that pd catheter was removed and therapy was discontinued. As a result, the patient was switched to hemodialysis. The patient was discharged fourteen days later to a nursing home facility and was recovering from the events. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.